Event description:
Reporter indicated a pt had high lead impedance on both vns systems and normal mode diagnostics tests with end of service = no. The vns was disabled and the pt was referred to a surgeon. The surgeon reactivated the vns and will make a decision regarding surgery in 2008. The surgeon is aware of the manufacturer's recommendation to disable the vns when high lead impedance is noted. The pt has had no trauma and does not manipulate the vns.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.